Event description:
The customer reported error backup alarm failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. The esys cartridge was returned to failure investigation (fi) for evaluation. The external visual inspection of the esys cartridge revealed dried contamination on and around the diaphragm and around the exhalation port. The test ventilator did boot into diagnostic mode. No additional errors were revealed during 1 hour of operation. The manufacturer¿s international service technician replaced the defective esys cartridge to address the reported problem. The unit successfully passed the required performance verification test. Contamination caused the failure of this esys cartridge. Cleaning, disinfection, sterilization, and the autoclave processes corrected the failure with this esys cartridge. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 21aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective (central processing unit) cpu to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 24oct2019. The (central processing unit) cpu pcba (rp-pcba, cpu, v60) was returned to failure investigation (fi) for evaluation. Previously, it was reported that the esys cartridge was replaced and received for failure investigation. However, only the cpu pcba has been received and replaced. The visual inspection of the cpu pcba (rp-pcba, cpu, v60) revealed no anomalies. Testing confirmed contamination and oxidation evidence, resulting in failure of the component. Contamination inside the body of the buzzer resulted in failure to operate as designed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019.

Event description:
The customer reported error backup alarm failed. There was no patient involvement.